Event description:
Clinical report states the pt was revised due to loosening of the femoral stem.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported events. Based on the investigation, the need for corrective action is not inndicated.